Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/10/2016 with the following findings: a review of the black box history showed no activity outside of normal use. During testing, prime steps were performed correctly. Twenty-four (24) hour testing was completed. The pump cover was removed to find no intermittent condition on the printed circuit board or the continuous glucose monitor. The original complaint of a communication complaint was not able to be duplicated. (B)(4) correction to serial #.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly, there was a communication issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.